Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for pulse generator check, there was a non-sustained (a few seconds) episode that seemed to be - pacemaker-mediated tachycardia -. No reprogramming changes were made. The patient was stable and would be reassessed at routine follow up.